Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unknown date/time prior to contacting lfs. The patient claimed she manages her diabetes with insulin. As a result of the alleged issue, the patient denied taking any action regarding her diabetes regimen. The patient reportedly developed symptoms of sweating and heart palpitation 2 hours after the alleged issue began. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter, there was no misused of the meter, and the correct test strips were used. The power button and test strip insertion per the owner's manual did not turn the meter on because the meter required a new battery. The patient stated she did not have a new battery available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.